Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting a growling noise. A guidant technical services (ts) consultant discussed that the device is capable of making an anomalous tone in rare instances due to the timing of a scheduled beep and beeper change event. It was suggested to program beeps on pacing and sensed events on and then off again to stop the tones. It was further explained that if the tone has been happening for an extended period of time, it could affect the longevity of the device. No adverse patient symptoms were reported.